Event description:
It was reported that during preparation for a stenting procedure a stent dislodgement occurred. The 80% stenotic lesion was located in the mildly tortuous and non-calcified mid left anterior descending artery. During preparation, it was noticed that the veriflex (liberte) stent had fallen off the stent delivery system. There was no patient involvement. The physician completed the procedure with a different device. Patient status is reported as "normal".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)